Event description:
Caller states the pt tested 106 mg/dl on the inform system and 67mg/dl on a comparison lab drawn within 10 minutes. Caller was unsure of any treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.